Event description:
I underwent surgery to repair a collapsed arch in my left foot. During the procedure, a cotton wedge bone graft was inserted in the top portion of my foot attached to the median cuneiform. I had the kidner procedure, arch repair with an anchor, a screw inserted in the heel for additional support, and then a final, fourth incision was with the cotton wedge bone graft to stabilize the ball of my foot. I developed a post operative infection, deep in the top of my foot directly where the bone graft was placed. None of the other surgical sites were affected even though the same surgical tools were use throughout the procedures and artificial media was present that bacteria tends to go to. I was prescribed oral antibiotics but they did not work against the infection (cipro and clarithromycin). I required hospitalization and spent the four months on IV antibiotics. The bacteria was determined to be non tuberculous mycobacterium fortuitum (B)(6). The bone graft was removed and stored for later testing. Although I was on a course of amakacin, imipenum, moxifloxacin, and bactrim with surgeries every week to clean the wound, pack with custom made amakacin beads, and removal of bone that developed osteomyelitis, it would not kill the ntm. Amputation was required to contain the infection to my foot. The bone graft was tested at (B)(6), in (B)(6), which specializes in mycobacterium. The report identified that mycobacterium fortuitum (B)(6) was the cause in a contaminated bone graft.